Event description:
It was reported that the device is showing a false alarm of air in line. No patient injury was reported.

Manufacturer narrative:
Customer problem was not duplicated. Pump passed air detector test with no issues. No physical damage done to air detector. No evidence found in event log. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D5 operator of device is unknown. E4 initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).